Event description:
It was reported on 27 april 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) and pre-existing posterior leaflet tear in anterior and posterior leaflet 3(a3p3) for a mitraclip procedure. During the procedure, grasping and capturing of leaflet was observed to be difficult due to cleft and defect in the leaflet. Tissue injury to the posterior leaflet was observed during leaflet grasping attempts. To prevent further injury, the clip was removed from the anatomy, and the procedure was terminated. The mr was increased to grade 4 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.